Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported condition of safety shield activation failure (catheter) were available for examination, we were unable to fully investigate this incident. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria. H3 other text : see h10.

Event description:
It was reported while using bd saf-t-intima¿ straight yel 24ga x 19mm the safety mechanism did not activate properly. There was no report of patient impact. The following information was provided by the initial reporter: "safety feature did not activate, leaving needle exposed-needle stick risk."

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ straight yel 24ga x 19mm the safety mechanism did not activate properly. There was no report of patient impact. The following information was provided by the initial reporter: "safety feature did not activate, leaving needle exposed-needle stick risk."